Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer, a manufacturing representative (rep), and healthcare professional (hcp). It was reported that the patient read a paper or articles regarding how having 2 systems could be affected by smart boards. Further follow-up is being conducted to determine what the title was of the article that the patient had read. If additional information is received, a follow-up report will be sent.